Event description:
The steering mechanism stopped working during the case. We replaced the catheter with a new one. Catheter was removed from body and replaced with new catheter. No patient harm occurred. Will notify manufacturer representative of defective catheter.device #1is this a laboratory device or laboratory test?no.